Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified superficial femoral artery. A 2.5mm x 40mm x 145cm coyote es balloon catheter was advanced to the lesion for dilation. On the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).